Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one endeavor resolute rx coronary drug eluting stent to treat a mildly tortuous, severely calcified lesion exhibiting 100% chronic total occlusion located in the proximal circumflex (cx) artery. The device was inspected with no issues. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device and excessive force was used during delivery of the device. It was reported that the device failed to cross/position at the lesion and stent deformation occurred in vivo. The patient is reported to be alive with no injury.

Manufacturer narrative:
Additional information the doctor completed the operation, pre-expanded the lesion, and completed the operation with a new device of the same model. Ph no facility: (B)(6). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image shows the distal and proximal portion of a device. Deformation is evident to the mid to distal portion of the stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the distal and mid-section stent segments were bunched and had moved proximally on the balloon. The proximal stent segments were positioned correctly at the proximal marker band. Blood was visible in the balloon. Deformation was evident from the 1st to the 17th distal stent segments with struts bunched. Deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the inflation lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.